Manufacturer narrative:
(B)(4).

Event description:
It was reported that an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). Although medtronic-covidien was not authorized to conduct a failure/service investigation, the customer returned a graphical user interface printed circuit board assembly. An investigation was performed on the returned component and the alleged malfunction was confirmed.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.